Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 80 mg/dl on performa system 1, 453 mg/dl and 122 mg/dl on performa system 2 within 10 minutes. Customer was using the same vial of test strips with both meters. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.